Manufacturer narrative:
The devices remain in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
A secondary procedure was performed on xx/xx/xxxx, for an unknown reason. A afx2 bifurcated stent graft and a afx vela suprarenal were implanted. No additional event or patient information is available.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events: type ib endoleak lcia and a secondary endovascular procedure. However , refuted events include the endoleak resolved after secondary endovascular procedure and anendoleak in rcia .additional findings establish that on (B)(6) 2018, a follow up CT scan showed a persistent endoleak. The most likely cause of the loss of seal could not be determined due to a lack of relevant imaging. There were no procedure related harms identified. The patient was discharged home on the third post operative day in stable condition. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.